Manufacturer narrative:
Citation: romano, m.et al. Safety and effectiveness of a transaortic approach for tavi: procedural and midterm outcomes of 265 consecutive patients in a single centre. Interactive cardiovascular and thoracic surgery (2019); 2019:1-8. Doi: 10.1093/icvts/ivz269 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural and midterm outcomes of transcatheter aortic valve implants (tavi) via transaortic approach. All data were collected from a single center between january 2011 and september 2014. The study population included 265 patients (predominantly male, mean age 83 ± 5 years). Patients were implanted with either a non-medtronic balloon expandable tavi (191) or a medtronic corevalve (74). No serial numbers were provided. Among all patients, adverse events included: cardiac tamponade, annular rupture, valve dislodgement, valve-in-valve due to dislodgment, conversion to full sternotomy, myocardial infarction (mi), left main coronary artery occlusion, cerebral vascular accident (cva), vascular complications, electrocardiogram (ECG) changes treated with permanent pacemaker implant, bleeding, infection, trace to moderate paravalvular leak (pvl) and endocarditis. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.